Manufacturer narrative:
Findings: unit received with a64 alarm during self-test due to a faulty y1 on the rf board. Unit received with normal operating currents, unit passed unexpected restart error test, rewind test, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. Unit had cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer stated alarm did not occur during the rewind/prime sequence. The customer was advised to disconnect and remove reservoir from the pump. Customer was advised to perform rewind process. Customer was advised that the error table indicates the pump should be replaced. The customer was advised that she will receive new pump.